Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician paused for one minute between injections. There had been about 4mm of onyx reflux, and the dead space of the delivery catheter was filled with dmso. No medical or surgical intervention was required. The patient was currently undergoing rehabilitation, but this was not related to the event.

Event description:
Medtronic received a report bradycardia occurred when the injection was performed to fill the dead space. The procedure was suspended for about 10 minutes. The bradycardia recovered, so the procedure was continued and completed successfully. The post-operative findings showed no change of the blood flow angiography. There was not a cine image available. The lesion was d-avf. The patient's vessel tortuosity was moderate. The device was prepared as indicated in the IFU. It was reported that after placing the microcatheter in the sta, the inside of the catheter was flushed, then the dmso was injected. The bradycardia occurred when the injection was performed to fill the dead space. The procedure was suspended for about 10 minutes, the bradycardia was recovered, and the procedure was completed successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.